Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning as the pump remained flat when depressed. After two in-office consultations, it was determined there was an issue with the device. The patient later underwent a revision procedure during which the cylinders and pump were removed and the existing reservoir was left in place as it could not be removed; a new ipp was implanted. There were no patient complications.